Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the products lot number was not provided.

Event description:
Dr. Reported that an abutment broke in function.